Manufacturer narrative:
Upon receipt, interrogation confirmed the device was in fallback. A review of device memory was unable to determine the cause of the fallback mode. A series of tests was performed that confirmed the device was able to pace sense, and deliver therapeutic shocks in fallback mode. The device case was opened and internal components were isolated and analyzed. Analysis noted a solder joint on an integrated circuit was cracked, resulting in an incomplete connection. Analysis concluded the device had gone to fallback mode due to power on resets caused by a poor integrated circuit connection. Further review of device memory also revealed the device declared elective replacement indicator (eri) early. Eri was declared due to two consecutive charge times greater than the extended mid-life eri charge time limit. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.

Event description:
Boston scientific crm received information the patient implanted with this device had received a shock. Upon interrogation at a follow-up procedure, a red screen appeared stating fallback fault had occurred, and only minimal pacing and shock therapy was available. A replacement procedure was performed and device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.